Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider stated that the head spring frame was bent along with the head pull tube, and the head motor was binding up.